Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test and off no power test. No bad battery alarm noted. The device was monitored and no error alarm noted during testing. The unit was received with minor scratched display window, cracked case display window corner and cracked reservoir tube lip.

Event description:
It is reported that the patient's insulin pump displayed a software programming error. The patient's blood glucose level is 96/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.